Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, scope communication error b30 was confirmed, and there was no image, due to the cracked plug unit and video connector. However, the definitive root cause of the error b30 and video connector issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been received; however, the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that image problem was observed with the hd camera head. There was no patient harm or user injury reported due to the event.